Event description:
It was reported that the additive is abnormal with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: the client is complaining that the tube is faulty.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and it showed a slightly coarser than normal spray pattern on the tube wall. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the additive is abnormal with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: the client is complaining that the tube is faulty.